Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd received 6 contaminated samples and 1 photo from the customer for investigation. The photo and customer samples were evaluated and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 260774 and potential causes have been identified. As a result, corrective actions have been established and have been implemented.

Event description:
It was reported that after use with a bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes the tubes were under filling. The following information was provided by the initial reporter: it was reported that the tubes are underfilling.